Event description:
The facility reported that the loop sling detached and the resident fell. The resident passed away. The date of death is not known at this time. Also, it is not known, at this time, if the resident's passing was due to the incident.